Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 4 additional implanted mitraclips the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda could not be determined. It is possible that there were procedural interactions which resulted in increased stress on the implanted clip that resulted in inadequate leaflet insertion in the clip, contributing to the slda; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 2. On (B)(6) 2016, a second mitraclip procedure was performed to treat recurrent mr of 4, due to progression of the disease. Three clips were implanted, reducing the mr to 2. During the procedure, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The third clip was implanted for stabilization of the slda clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.